Event description:
A pt experienced swelling and discoloring of the lip and cheek after contact with a contra angle sheath that reportedly overheated when used with a shorty two speed air motor. The pt visited the hospital the night of the event, was advised that second degree burns were present, and was administered a pain medication and an antibiotic. During a follow-up visit three days later, the dentist reported an improvement in the pt's condition, but the pt reported difficulty opening the mouth normally to eat or speak and was not able to return to work due to the strength of the pain medication administered by the hosp. The pt was then administered a different pain medication and phenergan for nausea by the dentist.